Event description:
Faulty humidification system for administering oxygen. When connected to an oxygen reducer, the container increases in volume, squeaks and explodes.

Manufacturer narrative:
The codes identified (investigation findings, investigation conclusions) are the most probable findings and conclusions related to the adverse event determined by the investigation with the limited amount of information available.